Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed and the image acquisition system(ias) experienced a software crash. The affected software was reloaded. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that the image acquisition system (ias) pendant displayed "booting, please wait". Several reboots were attempted which were unable to resolve the issue. There was no patient present when this issue was identified.